Manufacturer narrative:
Title: tension hemothorax secondary to percutaneous dilational tracheostomy tube placement source: journal of bronchology & interventional pulmonology volume 27, number 1 january 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, the patient with necrotizing soft tissue infection of the right forearm and alcohol withdrawal was intubated for debridement surgery. Three weeks after the intubation due to difficulty weaning off the mechanical ventilator, the patient went to percutaneous dilation tracheostomy (pdt) after the findings of being suitable for it. The procedure noted to be difficult but after several attempts, a successful guidewire placement was achieved via needle over the catheter without blood aspiration and difficulties. Three days later, the patient's oxygenation worsened. Findings showed small to moderate right sided pleural effusion until the next morning revealed to enlarged pleural effusion. Thoracentesis was decided to be performed and revealed frank blood. A retrotracheal and mediastinal hematoma was found in CT angiogram with improvement of right sided hemothorax and diffuse bilateral airspace consolidations but no identification in the vascular origin of bleeding. Based on the presented condition, the patient developed severe procedure-related complication. Because of the pre-existent advanced liver disease and respiratory insufficiency, the patient was deemed to be a poor surgical candidate for cardiothoracic surgery. The family decided to pursue comfort care and the patient passed away. Authors: mirrakhimov, aibek e.; murguia, brandon; harkins, michelle journal name: journal of bronchology & interventional pulmonology year: january 2020 issue #: volume 27, number 1 title of article: tension hemothorax secondary to percutaneous dilational tracheostomy tube placement literature reference: https://doi.org/10.1097/lbr.0000000000000622. The literature does not identify the manufacturer of the device and refers to procedure related complications. There is no fault with the device alleged. The patient¿s subsequent death is not directly related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.